Event description:
It was reported that the patient dropped the ilet pump, resulting in a connector breaking off inside the device; the caregiver used pliers to remove the connector, and the patient was advised to perform a full supply change and monitor for issues. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included no alerts or alarms, no medical intervention beyond routine supply replacement, and no hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed physical damage to the connector consistent with accidental drop impact, with successful removal of the broken piece and restoration via supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.

Manufacturer narrative:
Initial.